Event description:
The account generated a falsely depressed architect tsh result (0.029 uiu/ml) on a child patient on (B)(6) 2012 . The patient was admitted to a hospital environment for assessment with another technique with normal tsh, free t3 and free t4 results. A second sample was obtained on (B)(6) 2012 with normal tsh (3.347 uiu/ml, no method provided) and normal t3 and t4 results. The account retrieved a hemolyzed edta tube drawn on (B)(6) 2012 from the patient which tested architect tsh normal result (1.905 uiu/ml). No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete. Evaluation in progress.

Manufacturer narrative:
A review of historical complaint data did not identify any atypical complaint activity or any non statistical trends for the architect tsh assay. A review of ticket trending data did not identify any non statistical trends. Furthermore a search for all world-wide complaints related to likely cause lot 18902jn00 and associated sub-lots did not identify any issues or non statistical trends for this lot. A labeling review was also performed for the architect tsh reagent package insert and architect operations manual. The architect tsh package insert contains detailed instructions related to running patient samples. The insert also refers the customer to the architect systems operations manual for further troubleshooting advice to perform if discrepant results are observed. Overall the product labeling for architect tsh offers assistance to the customer where patient results are suspected. In addition, a review of all non-conformance reports and deviations associated with the likely cause lot 18902jn00 and all associated sublot numbers was performed and did not identify any issues. Testing was also performed in order to investigate the customers' observation. Additionally, testing was conducted for accuracy. One run was performed on one architect instrument using a quality file sample of architect tsh reagent lot 18902jn00. Twelve replicates of each panel were evaluated along with controls. All validity and acceptance criteria were met, demonstrating the ability of the assay to provide accurate results. In summary, no product deficiency and no malfunction was identified.